Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/31/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Ten unopened samples were returned that pertain to product code pdp777d. The product code is control release. In order to evaluate the condition of the returned samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no anomalies were observed during evaluation. The needles were tested by resistance test to needle and met the requirements. In addition, the functional test was performed, and the pull force result meet with the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a palatal incision procedure on (B)(6) 2023 and suture was used. During the procedure, the suture came loose after securing first knot. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: source of information: obtained from the initial reporter on dd mmm yyyy or provided from knowledge as you were present in the case? Obtained from initial reporter on 8th june 2023. Has been reported that the second and third sutures came loose after gripping them with a needle holder. Further information is required to determine when exactly the sutures came loose. Could you please specify whether they came loose during removal from the package, during handling prior to use on the patient, or during use on the patient? 1st one loose while during use on patient, 2nd and 3rd came lose during handling prior to use. Has the complaint product returned to the service center? Pfa email to collect items and return to service center. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.